Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's father reported that the customer's blood glucose was 23.9 mmol/l (431 mg/dl) before noon. After lunch, the customer's blood glucose read high (>27.8 mmol/l [500 mg/dl]). When the pod was removed, it was noticed that the cannula was bent.